Event description:
Acct. Reports that the injection port stopper came out of the tubing. Acct. Does not know the product code, lot number or type of tubing, but does have sample. States the injection port does have the blue shrink band. No pt. Injury or medical intervention reported. Product code and lot number identified with packaging sent with product sample.